Manufacturer narrative:
Investigation: per the customer, the saline boluses were for hydration reasons and because of the ns shortage this their way using the prime saline bag for multiple purposes. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See MDR 1722028-2024-00552. Root cause: a root cause assessment was performed for this complaint. Based on the available information, the reported air could have only entered from one of the following: the luer connection to the blood warmer tubing; the saline bag; the 2 way manifold injection port on the return line. This vigilance falls under standard nursing practice for monitoring IV fluids manually administered to a patient.

Event description:
The customer reported that after a red blood cell exchange (rbcx) procedure on a sepctra optia device the operator observed approximately 2-4 inches of air in the return line between the blood warmer and the patient. Following the rbcx procedure, the operator opened the saline roller clamp, and the air was observed shortly after the fluids cleared the blood warmer. The operator stopped IV fluids, and air did not reach the patient. The patient was disconnected from the device and instructed to drink 362 ml of water. Per the customer, the device's centrifuge was stopped at this time and the device did not alarm. It was also reported that the saline bag did not run dry. It was reported that the luer connections were tight and all connections were double checked and securely fastened. Per the customer the saline bag did not run dry and the optia was stopped at that time. No medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, the saline boluses were for hydration reasons and because of the ns shortage this their way using the prime saline bag for multiple purposes. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See MDR 1722028-2024-00552. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that after a red blood cell exchange (rbcx) procedure on a sepctra optia device the operator observed approximately 2-4 inches of air in the return line between the blood warmer and the patient. Following the rbcx procedure, the operator opened the saline roller clamp, and the air was observed shortly after the fluids cleared the blood warmer. The operator stopped IV fluids, and air did not reach the patient. The patient was disconnected from the device and instructed to drink 362 ml of water. Per the customer, the device¿s centrifuge was stopped at this time and the device did not alarm. It was also reported that the saline bag did not run dry. It was reported that the luer connections were tight and all connections were double checked and securely fastened. Per the customer the saline bag did not run dry and the optia was stopped at that time. No medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that after a red blood cell exchange (rbcx) procedure on a sepctra optia device the operator observed approximately 2-4 inches of air in the return line between the blood warmer and the patient. Following the rbcx procedure, the operator opened the saline roller clamp, and the air was observed shortly after the fluids cleared the blood warmer. The operator stopped IV fluids, and air did not reach the patient. The patient was disconnected from the device and instructed to drink 362 ml of water. Per the customer, the device¿s centrifuge was stopped at this time and the device did not alarm. It was also reported that the saline bag did not run dry. It was reported that the luer connections were tight and all connections were double checked and securely fastened. Per the customer the saline bag did not run dry and the optia was stopped at that time. No medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the saline boluses were for hydration reasons and because of the ns shortage this their way using the prime saline bag for multiple purposes. Investigation is in process, a follow-up report will be provided.